Event description:
Extension tubing split from the pressure during contrasted computed tomography (CT) exam. Contrast leaked out onto the exam table and re-dosing was necessary. Noticing the pressure change, contrast was stopped before full dose injected and before scan started.